Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one introducer peel-apart sheath and vessel dilator were returned for evaluation. Gross, microscopic visual were performed. The investigation is confirmed for material deformation as a bend was noted to the peel-apart sheath and vessel dilator. Bunching was observed on the distal end of the peel-apart sheath which appeared deformed. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure through the right internal jugular vein, the access sheath of the device was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during port placement procedure through the right internal jugular vein, the access sheath of the device was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.